Manufacturer narrative:
The report of a low voltage advisory alarm when connected to the mobile power unit (mpu) was confirmed through the analysis of a submitted data log file. The submitted data log file contained approximately 5 days of data (dated (B)(6) 2017 - , according to the timestamp). At approximately 11:04pm on (B)(6) 2017, the system controller was connected to a mpu for support. Approximately 5 minutes later, at 11:09pm, the system controller alarmed with a low voltage advisory alarm and the captured events which appeared consistent with the power cables being swapped when connected to the mpu (black to white and white to black). This event did not affect the system controller's ability to support the pump at the set speed and the alarm remained active until the system controller was reconnected to batteries for support. At approximately 11:14 pm, the system controller was disconnected from the pump and was powered down soon after, consistent with the report that the system controller was exchanged. The mobile power unit was not returned for analysis and remains in use. As a result, the reported event could not be correlated to a device related issue. However, the events in the log file appear consistent with an incorrect connection of power cables to the mpu. Although the mpu was not returned for analysis, similar events related to swapped power cables have been identified and a corrective and preventative action has been initiated to address this issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The mpu remains in use and no further issues have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device from the date the product was assigned to the patient is 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient exchanged from external battery power to the mobile power unit, and a low power advisory alarm occurred 5 minutes later. The alarm appeared to be caused by the system controller power lead being cross connected white to black/black to white. The system controller log file then showed the driveline being disconnected the patient switching to another system controller. Since the event, the patient has had no further issues with any of the equipment. The patient was asymptomatic. No further information was provided.